Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had reached premature battery depletion as the device had a program check and was found to have reached end of life (eol). The device was removed. No patient complications have been reported as a result of this event.